Event description:
.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) which was included in the shortened replacement window advisory april 2007 population product advisory was initially communicated on 4/5/2007 was suspected of exhibiting the advisory behavior. A save to disk was sent in for analysis, which confirmed this device reached middle of life 2 battery status after 22 months of implant. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Additional information received indicated this device was explanted and successfully replaced. At this time, the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q3 2010 product performance report.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
Monthly follow-ups were recommended until the device reaches elective replacement indicator (eri). All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available, the event will be updated. Approximately sixteen months later, the device went into storage mode due to a monitoring voltage of 2.15 volts and a 33.5 second charge time. The patient had an underlying rhythm at 47 bpm. A boston scientific crm technical services consultant recommended device replacement as the device is not able to provide any therapy. Additional information received from the local area sales representative indicated that a device change-out procedure was scheduled for a date in the near future.